Event description:
When removing the monitor delta xl from the docking station (the docking station is fixed on an arm lift reference (B)(4)), the monitor has escaped from the hands of the nurse student and fell to the ground by hitting the head of the another nurse student. The injured student had to stop working for three days. The nurse student was not trained to handle the monitor. To remove the monitor from the docking station, you have to unlock it with one hand and at the same time hold the handle of the arm with the other hand on order to avoid receiving the arm itself. This aspect of the use of the arm lift has not been explained to the student.

Manufacturer narrative:
Communications, description of event, and the IFU were revised during the investigation. As reported by the customer the user of the device at the time of the event was not trained on how to handle the monitor. The IFU describes proper handling of the monitor when disconnecting it from the docking station.

Manufacturer narrative:
Draeger is still investigation the reported incident. A follow - up report will be submitted as soon as the investigation has been completed.